Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient couldn¿t feel stimulation. Caller wants to know if she should ever need to use the stim on/off buttons on the programmer. Caller states that when she presses the on/off button on her programmer nothing happens. All she sees is p4 and 0.0v. This issue started a "day or so ago." During troubleshooting it was found that stim was off. On the call, the caller successfully turned stim back on and will increase stim on her own. Patient services reviewed that therapy needs to on for it to be effective. Caller states that she doesn't recall ever turning off stimulation. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to an inquiry for more details regarding the event. It was reported that the cause not feeling stimulation was that therapy was off. They were told not to use the blue therapy on and off until their hcp office told them to call patient services. No further device issue alleged / identified. No patient symptoms or complications were reported.